Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 188 mg/dl. Upon troubleshooting, the customer reported that the insulin pump alarmed no delivery when she pressed the act button to deliver the fill cannula step. She was advised to disconnect from the device, remove the reservoir, then disconnect and reconnect the infusion set and reservoir. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime to at least 5.0 units. She reported that the insulin pump alarmed during the manual prime. The customer was advised that the alarm may have been caused by an infusion set and/or reservoir occlusion. The cause of the alarm could not be determined without a complete set change. She advised she would change the set as soon as possible and had a back-up plan of manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-56784.